Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient was experiencing inadequate stimulation. The patient underwent an unknown procedure. No further information could be obtained.